Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose levels over 600 mg/dl. The customer's father stated that prior to the event, the customer had been having high ketones and elevated blood glucose levels. The customer's father also stated that after the first high ketone reading, he disconnected the customer from the insulin pump. The customer is using a quick-set insulin infusion set. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.